Event description:
Patient revised for infection and loose femoral component.

Manufacturer narrative:
No product was returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event; however, infection after approx three years implantation is unlikely to be product related. Based on the inability to confirm the reported event or identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.